Manufacturer narrative:
Dental implant remains implanted.

Event description:
It was reported that while placing the implant an adhesion to bone occurred. A white substance was observed after removal of the implant product, because the doctor found it difficult to enter the bone of the patient after implanting the implant. The complaint product will not be returned because the complaint implant product has been used at the re-placement, after correcting bone depth and diameter with a drill. The implant remains implanted.

Manufacturer narrative:
This event was initially reported as bnpt4310. New information about part name and lot number was provided. The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Event description:
It was received a correction about the substance color "black". It was submitted as "white".